Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that following a lead revision reported in manufacturer report # 3004209178-2017-05715, the patient developed dehiscence and infection at the surgical site in the year 2016 requiring emergency inpatient surgery to remove the system. The patient remained inpatient 5 days with surgical site left open and packed with gauze. Surgery to close wound without the option of ever having a spinal ins was noted. Thoracic area of site caused extreme pain as well as groin, legs, feet, and neck. The following medications were administered: morphine, oxycontin, gabapentin, motrin, valium, otc meds, ducolaz, and senna. The patient faced disability, permanently disabled, and life threatening event outcome . The patient had a successful career and now was in extreme pain 24/7.